Event description:
It was reported that after the catheter was placed in the operating room, the catheter spontaneously fell off in the ward.

Manufacturer narrative:
The reported event is confirmed manufacturing related a pinhole was present in the returned sample. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection noted that the balloon was partially inflated upon receival of sample. Deflated balloon passively with no cuffing or leaks noted. Attempted to re-inflate balloon with 10 ml of solution and it immediately leaked out of a 0.013" pinhole found at the bifurcation. Based on physical sample received product does not meet specifications which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Although an exact root cause could not be determined a potential root cause could be imperfection in balloon due to process. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after the catheter was placed in the operating room, the catheter spontaneously fell off in the ward.